Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 event suggests the bur broke as a result of contact with a metal object. 1 device was not available to stryker for evaluation. No further evaluation was possible. Additional information: 2 devices were labelled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the devices broke during a total knee procedure. There was patient involvement. There was no patient impact.